Event description:
Device 1 of 2. Ref MFR report #1627487-2013-11204. The patient has two scs systems. It was reported the patient has not recharged the ipg as recommended. No further information is available at this time. Both ipgs are being reported because it is unknown which ipg has not been recharged.

Manufacturer narrative:
(B)(4): 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.